Manufacturer narrative:
(B)(4). Location : hospital. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a spinal surgical procedure. Sometime post-op, the patient underwent a revision surgery due to screw loosening at l4-s1. No additional patient complications were reported.